Event description:
It was reported that while using the surgical fiber during a prostate procedure, the fiber's cap detached and the procedure was completed using a second fiber. Pt outcome: "no damages to the pt". No add'l info was provided or is available.